Manufacturer narrative:
Device evaluated by MFR: a pt2 light support 185cm straight, 1-pack was returned with its original pouch. A visual inspection of the distal section of the guidewire was found detached. However, the detached section was returned for analysis. Detachment was measured and it was found at 13.7 inch from the distal tip. A microscopic inspection of spring tip was observed bent. A dimensional inspection of the guidewire length was performed, and it was between the established limits even though a part was detached.

Event description:
Reportable based on device analysis completed on 01-jul-2024. It was reported that guidewire kinked was encountered. During unpacking, a 185cm straight pt2 light support guidewire was found to be kinked. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable. However, the returned device analysis revealed that the distal end had detached.